Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer finished filling the tubing the pump unexpectedly shutoff. Once connected to a power source the pump was able to be turned back on. During troubleshooting with tandem technical support the pump turned off again. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer delivered a manual injection. It was indicated that the customer had manual injections as backup insulin therapy.